Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they thought they might be having a problem with their bladder and they wanted to meet with a manufacturer representative (rep) to have it checked out. The patient stated they'd had a surgery and at first they thought it was because of that but also now they were thinking maybe it was the device/therapy because their body wasn't feeling right and "it wasn't changing" so they were hoping that patient services could provide them with the phone number for their rep. Patient services reviewed the role of the rep with the patient and redirected the patient backto their managing health care provider (hcp) to further address the issue so the hcp could schedule the rep to be at the patient's scheduled appointment on the 26th of march. Patient wanted the rep to check their device. The patient also stated they also had some issues they caused themselves (a nd not the surgery) so they wanted to speak with a rep at the hcp office. Patient stated they wouldreach out to their hcp. They stated it started "this year." .